Event description:
It was reported that during an ovarian cystoma procedure, the intra-abdominal end of the trocar melted. The surgeon detected this issue because he was not able in insert the bipolar due to the constriction of the trocar. The procedure was finished successfully. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). After further investigation it has been determined that this complaint is a duplicate of 3005075853-2014-07197. This report has been voided.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: follow up received from affiliate: was there any thermal injury (burn) to patient as trocar was melted? If burn, please provide more information regarding location of burn, degree, and how patient was treated? No, there wasn't. Was there any change to procedure or post-op patient care? No, there wasn't. How was case completed? It was normally completed. Is device being returned for analysis? Yes.